Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was green discoloration on the cartridge tubing. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer changed cartridge and resumed insulin delivery.